Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited via a merlin.net transmission, automatic mode switching episodes due to noise. The patient would be monitored.